Event description:
During follow-up, noise resulting in oversensing and low morphology match scores were observed. The event was resolved by reprogramming the device. The patient was in stable condition.